Event description:
On (B)(6) 2012, the patient contacted animas and reported a load step malfunction issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows multiple loss of prime warnings associated with zero force and o cartridge detected warnings. During the load step the pump failed to recognize the cartridge, giving a no cartridge detected warning. A force sensor calibration test showed the sensor is not detecting correct force. Removed the pump cover to investigate; component u4 was found to be misaligned and shifted on the pcb.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. A 2531779-03/24/2010-003-r.